Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 10/3/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time.

Event description:
Consumer reported complaint for e-3 blood glucose results as soon as test strip is inserted. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did report symptoms of symptom. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.